Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found there was the white foreign matter adhering to the suction channel (universal cord side) of the device. The white foreign matter came from the component of the silicone based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. Based results of the investigation, omsc surmised that the white foreign matter came from the component of defoaming agent.

Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocess with the device, while the cleaning brush (bw-20t) was passed through the suction channel (universal cord side) of the device, the white foreign matter coming out of the suction channel (universal cord side) of the device. Other detailed information was not provided. There was no report of patient injury associated with the event. The same phenomenon on another device was reported on december 22, 2020.